Manufacturer narrative:
(B)(4). Corrected data: operator of device: health professional. Device available for evaluation? Yes. Concomitant med products: generator.

Manufacturer narrative:
(B)(4). Batch # r94r0g. Investigation summary: the device was received stuck closed and with a piece of suture within the jaws. The jaws were forced to open and the remaining suture was removed and it was noted that the jaw was bent. Due to the returned condition of the device, not all functional testing could be performed. It is possible that an alert screen could be displayed during the procedure when the jaw got damaged. This damaged could be caused when the device was fired over the suture. Care should be taken not to close the jaw over suture or any other material than tissue, for further information on device use can be found on the IFU. Another probable cause for the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the rep during a laparoscopic hysterectomy procedure, the generator gave an error that was not noted. The error occurred when the surgeon activated the device on foreign material inside the patient that was left over from a previous procedure. The surgeon tried to open and close the jaws to free it but could not get it free. Monopolar scissors were used to cut the tip of the device out of the tissue to free it from the patient. While the scissors were hot ¿activated,¿ it touched the enseal device. This caused the monitor on the anesthesia machine to shut off. It was noted that the generator and the megadyne controller were not plugged into the same power source as the anesthesia machine at that time. Another device was used to complete the procedure with no patient consequence reported.